Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the mid to proximal sections were lifted form the crimped profile. The undamaged stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcifed distal right coronary artery. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, resistance was left at the lesion and the device was unable to cross the lesion. When the device was removed fromt he patient's body, the distal part of the mounted stent was found lifted. The procedure was completed with another 2.75x24mm synergy drug-eluting stent. There were no patient complicaions nor injuries reported.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, resistance was left at the lesion and the device was unable to cross the lesion. When the device was removed from he patient's body, the distal part of the mounted stent was found lifted. The procedure was completed with another 2.75x24mm synergy drug-eluting stent. There were no patient complications nor injuries reported.